Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00297 on 24-nov-2025. Additional information (24-nov-2025): siemens healthcare diagnostics has concluded the investigation of the event. Siemens evaluated the instrument data, and the information provided by the customer. Calibration and quality control (qc) recovered acceptably. No system errors or events surrounding the patient's processing. No reported systemic observation. Siemens evaluated the event and determined that a sample-specific interferent potentially contributed to the erroneously depressed microalbumin_2 (alb_2) result. A product problem was not identified. The event is isolated to a single patient sample. The customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that an erroneously depressed microalbumin_2 (ualb_2) result was obtained on a patient sample on an atellica ci 1900 analyzer. Siemens is evaluating the event.

Event description:
The customer reported that an erroneously depressed microalbumin_2 (alb_2) result was obtained on a patient sample on an atellica ci 1900 analyzer. The initial result was not reported to the physician(s). The sample was retested multiple times with and without dilutions on the original analyzer as part of troubleshooting. Then, the sample was repeated with 1:100 manual dilution on the original analyzer and a higher result was obtained. The higher repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed alb_2 result.